Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated prism htlv-I/htlv-ii nonreactive results on a patient who tested htlv positive with other methods. In 2008, the patient tested prism htlv-I/htlv-ii reactive (1.13, 1.09 s/co, reagent). The specimen was repeated generating prism htlv-I/htlv-ii nonreactive results (0.94, 0.93 s/co, reagent). The same specimen tested murex htlv positive and innolia htlv positive. A new specimen was obtained the following month, which tested prism htlv-I/htlv-ii nonreactive (0.9, 0.97 s/co, reagent lot 59675hn00) and murex htlv positive. The original specimen was retrieved from storage and tested with reagent lot 64526hn00 with a nonreactive prism htlv-I/htlv-ii result (0.82 s/co).

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. No returns were available for this investigation. The investigation team has completed an investigation and the results are as follows: sensitivity of retained prism htlv-I/htlv-ii reagent kits of lot 59675hn00 and 64526hn00 was assessed via testing of in-house htlv-I/-ii sensitivity panels. These results were compared to the original final lot release data. Each sensitivity panel met the release criteria for s/co value and no significant signal drop was observed since final lot release testing. Lot to lot performance was monitored of prism htlv-I/htlv-ii using statistical process control charts. A review of these charts indicates that both lots 59675hn00 and 64526hn00 perform well within control limits for htlv-I/-ii sensitivity panels. Minor lot-to-lot variation was observed for htlv-I sensitivity panel 1a, which is designed to run at the cutoff. S/co values are in the range of 0.92 - 1.01 for lot 59675hn00 and 0.85 - 0.89 for lot 64526hn00. This variation correlates to the account observation. The observed s/co difference is caused by a slightly higher cutoff value for lot 64526hn00. Overall, the performance for both lots 59675hn00 and 64526hn00 is considered acceptable in respect to htlv-I/-ii sensitivity. Based on test results for prism htlv-I/htlv-ii, murex htlv-I/-ii and innolia htlv performed at the customer site, the specimen in question is categorized as false non reactive for anti-htlv-I/-ii with lot 64526hn00. Nevertheless, the obtained s/co result is elevated (s/co 0.82). It is recommend that the account implements a gray zone for prism htlv-I/htlv-ii in the range of 0% to 20% from the cut-off value. Refer to the abbott prism operations manual, section 2 for more details. S/co values obtained with lot 59675hn00 were borderline reactive or highly elevated (s/co range 1.13 - 0.93). Those s/co differences are acceptable within normal test method variation (replicate-to-replicate and run-to-run). The investigation team recommends verifying the specimen centrifugation requirements at the customer site per prism htlv-I/-ii reagent insert (commodity). Failure to follow the specified centrifugation procedure may give inconsistent results or increased test method variation. The occurrence of specimens running exactly at the cut-off is rare. Identifying such a sample indicates high vigilance and expertise in the customer lab. The account has exactly followed the recommendation for specimen characterization via supplemental testing. Differences in anti-htlv-I/-ii detection cannot be avoided dependent on the test method or detection technique. This is based on antigens design and selection and/or possible heterogeneity of response antigen specificity. As part of this investigation a review was performed of the complaint and manufacturing records for prism htlv-I/htlv-ii, lot number(s) 59675hn00 and 64526hn00. This review did not identify any problems relating to the customer observation. Based on this investigation, it is determined that prism htlv-I/htlv-ii list, lot number(s) 59675hn00 and 64526hn00 identified in this complaint, is performing acceptably. This is the final report.